Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.

Event description:
The customer reported that they had a display recently replaced on floor4d (remote) with an on-site spare. This results in a temporary inability to monitor pts centrally until the customer replaced the display. The customer reported that there was no pt harm as a result of the reported event. The customer did not provide any pt info.